Event description:
It was reported the patient had stimulation in the wrong location. The patient had stimulation in their ribs. Reprogramming was done and the stimulation in the ribs was resolved. The stimulation in the ribs was related to the device or therapy and not related to the implant procedure. The patient had less than fifty percent therapy relief at their lower back and it was noted the patient felt tingling in their legs during the trial and after implant. The patient did not receive low back coverage during their trial. Additionally it was noted the patient needed coverage in their low back. Impedance testing and reprogramming were performed to troubleshoot the problem. Impedances were within normal range. X-rays were performed and the leads remained in place. The representative was scheduled to meet the patient at their one month follow-up appointment. The patient still had no paresthesia in the needed area and they were not receiving effective therapy. After the appointment difficulty capturing the painful area was noted. The outcome was ongoing with no further action needed. The patient demonstrated difficulty in adequately communicating both the areas of her pain and relief of pain with stimulation. After reprogramming coverage in the low back was better but not perfect, the paresthesia had improved. Later it was noted the patient didn¿t have pain relief in their lower back. X-rays were taken in december 2013 and were negative for lead migration or other complications. In january 2014 the patient continued to report no pain relief to their low back and the patient had now improvement. The device was interrogated and the device showed 99% usage since last session. No complications with the stimulator were noted. The etiology was noted to be a pre-existing condition worsening or exacerbation that was unlikely related to the device or therapy and not related to the implant procedure. The patient did have stimulation to their legs that was good. The patient again demonstrated difficulty in adequately communicating both the areas of their pain and relief of pain with the stimulation. The patient did have progressive dementia. The patient had multiple reprogramming sessions and still did not get adequate relief. The patient stopped using their device because it was not beneficial to them. In february 2015 the patient reported that the stimulator did not provide them with any significant relief and they were considering having the device removed. The etiology was due to the programming. The event was related to the device or therapy and not related to the implant procedure. The entire system was explanted as an intervention. If additional information on outcome is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).